Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the ipg was unable to be connected with external devices and ipg was deemed to be inoperable. Patient reported that she lost therapy approximately in (B)(6) of 2020. As a result patient may be awaiting surgical intervention at a later time as she is undergoing other treatments now.

Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.